Manufacturer narrative:
Other device used:catalog #00598004701, nexgen stemmed tibial component, lot #unk.this report will be amended when our investigation is complete.

Manufacturer narrative:
No devic or photos were received; therefore the condition of the components is unknown. The device history records cannot be reviewed as the part and lot number is unknown. The device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to pain.